Event description:
Customer reported the insulin pump was not working anymore. Customer stated he took the battery out on the insulin pump for a month. It turns on but the buttons are not responding. Customer does not recall blood glucose level. Customer does not recall anything that happened which may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.